Manufacturer narrative:
Qn#(B)(4). The device history review for the product visistat 35w 6/box lot# 73f2200893 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the during inspection the plastic packaging of all separate staplers in the box, the whole charge has been damaged.

Manufacturer narrative:
(B)(4). The customer provided three photos for analysis. The complaint of "broken package - sterility compromised" was able to be confirmed by the photos. Per DHR the product visistat 35w 6/box lot # 73f2200893 was manufactured on 06/28/2022 a total of 27,000 pieces. Lot was released on 07/11/2022. DHR investigation did not show issues related to complaint. The sterile barrier of the returned sample is compromised due to the packaging damage. The reported complaint of "broken package - sterility compromised" was confirmed based upon the sample received. Visual examination of the returned sample revealed that the packaging is damaged to the point of a compromised sterile barrier. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that the during inspection the plastic packaging of all separate staplers in the box, the whole charge has been damaged.